Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock lead impedance measurements greater than 200 ohms detected via the patient's remote monitoring system. Additionally, it was noted that left ventricular (lv) lead sensing continued to be seen even after the device had been programmed to rv-only pacing. Boston scientific technical services (ts) advised to turn the lv sensing off. The patient was then seen in the clinic and the measurements obtained were normal. The out of range shock impedance measurement continued to be observed. However, subsequent clinic evaluation was unable to reproduce the out of range measurement. The physician elected to reprogram the shock vector. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.